Event description:
During biopsy procedure, one of the forcep jaws plus another piece of the other jaw broke off in the patient's bronchial tree. Metal pieces were retrieved with suction. Patient needed x-ray to assure all parts were removed.